Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy, when the resident doctor was firing the reload over the small bowel, they said it was very difficult to fire once the slide got half way down. The device partially fired and they opened a new stapler to complete the case.